Event description:
It was reported that during a mis tlif, post. Lat fusion the tip of the set screw driver cracked during final tightening. Another set screw driver was used to place the set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: visually confirmed that a piece ¿3.5mm x1mm has broken off the hex portion of the driver¿s tip. ¿180° from the fracture there is a crack that has started at the corner of the taller hex. The break is running perpendicular to the shaft. The fracture surface is a brittle fracture with no appreciable plastic deformation and there does not appear to show signs of torsional overload. One ear inside the outer is not bent inward indicating the instrument saw a bending the location on the fractures also indicates a bending moment. Conclusion: the above observations are consistent with a brittle fracture from overload during a bending moment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.